Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted (lot no. B66017) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), perineal pain ("perineal pain") and menstrual disorder ("excessive and frequent menstruation with regular cycle") and was found to have uterine leiomyoma ("leiomyoma of uterus, unspecified"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered pelvic pain to be related to essure administration. No causality assessment was received for essure with regard to perineal pain, menstrual disorder or uterine leiomyoma. The reporter commented: reporter mentioned "other mechanical complications of intrauterine contraceptive device, initial encounter.". Diagnostic results (normal ranges are provided in parenthesis if available): [smear cervix] on (B)(6) 2022: uterus, cervix, and bilateral fallopian tubes, hysterectomy and bilateral salpingectomies: - cervix: nabothian cysts, otherwise unremarkable. - endometrium: benign proliferative pattern endometrium: negative for hyperplasia and neoplasia. - myometrium: leiomyomata, negative for atypia and malignancy. - bilateral fallopian tubes: evidence of prior procedure, otherwise unremarkable. Benign paratubal cysts. Batch no: b66017, production date: 2013-08-28, expiration date: 2016-08-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-jul-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted (lot no. B66017) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), perineal pain ("perineal pain") and menstrual disorder ("excessive and frequent menstruation with regular cycle") and was found to have uterine leiomyoma ("leiomyoma of uterus, unspecified"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for these events were unknown. The reporter considered pelvic pain to be related to essure administration. No causality assessment was received for essure with regard to perineal pain, menstrual disorder or uterine leiomyoma. The reporter commented: reporter mentioned "other mechanical complications of intrauterine contraceptive device, initial encounter.". Diagnostic results (normal ranges are provided in parenthesis if available): [smear cervix] on (B)(6) 2022: uterus, cervix, and bilateral fallopian tubes, hysterectomy and bilateral salpingectomies: - cervix: nabothian cysts, otherwise unremarkable. - endometrium: benign proliferative pattern endometrium: negative for hyperplasia and neoplasia. - myometrium: leiomyomata, negative for atypia and malignancy. - bilateral fallopian tubes: evidence of prior procedure, otherwise unremarkable. Benign paratubal cysts. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jun-2023: new information received: essure lot number, two new reporters (hcp), the medical device removal was changed to pelvic pain and three new adverse events were added: perineal pain, excessive and frequent menstruation with regular cycle and leiomyoma of uterus. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.